Manufacturer narrative:
(B)(4). Evaluation codes - the equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Amo's clinical development manager and field service engineer serviced the laser prior to the surgery date. The system meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Customer reported stage 2 diffuse lamellar keratitis (dlk) on patient's eyes at one day post op. Customer increased steroid eye drop use for both eyes. Uncorrected visual acuity (ucva) was 20/25 on the right eye and 20/20 on the left eye. Additional follow up was obtained. Lift and rinse occurred on (B)(6) 2013. Ucva was 20/20 for both eyes. The dlk patient is doing much better after refloat in both eyes. Her vision has been 20/20 on both eyes from one day post-op. The dlk resolved on (b)(5) 2013.